Event description:
It was reported on (B)(6) 2022, the physician was using ria 2 for the bone graft portion of the procedure. Reamer's head broke from the reamer shaft. The broken reamer head was removed as it was still on ball tip guidewire. An x-ray was used during the procedure to show the entire reamer was removed. There was no surgical delay. The procedure successfully completed. The patient outcome is unknown. This report is for one (1) 15.5mm reamer head for ria 2 sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument release to warehouse date: 23-jul-2021 expiration date: 31-may-2031 part number: 03.404.027s, 15.5mm reamer head for ria 2-sterile lot number: 91p9315 (sterile) packaging label log (pll) lppf was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m027, ria 2 reamer head 15.5mm lot number: 7081005 inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Certification for heat treat was reviewed and determined to be conforming. Certificate of analysis was reviewed and determined to be conforming. Raw material certification was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.